Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07106. It was reported that the patient presented in clinic. Upon interrogation, the right ventricular (rv) lead exhibited high, out-of-range lead impedance. The threshold was also very high. Lead fracture was suspected. The patient presented for an explant procedure. During the procedure, the physician attempted to screw the new replacement rv lead into the implantable cardioverter-defibrillator, but the lead was unable to screw in securely. A set screw malfunction was suspected. The rv lead and generator were explanted and replaced on (B)(6) 2020. The suspected rv lead fracture was not clearly confirmed. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of set screw connection issue was verified in the lab. However, the issue was consistent with the explant procedure. Septum material inside the rv is-1 set screw hex cavity prevented full insertion of the torque driver into the hex cavity. When pressure was applied to engage the torque driver with the set screw, the hex cavity was rounded (stripped). This may have prevented the field from being able to secure the set screw.